Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the device didn't pace a patient. There was no negative patient impact, a second defibrillator was used to treat the patient.